Event description:
It was reported while using bd q-syte luer access split septum leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: on april 30, 2023, the nurse in the radiotherapy department found qsyte leaking when giving intravenous fluids to the patient, which occurred for 5 times recently. The head nurse hoped to avoid such a situation.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 22-may-2023. H6: investigation summary : our quality engineer inspected the sample and video submitted for evaluation. Bd received one used q-syte unit with no product documentation to indicate the reference or lot number. The video is representative of what was returned and does not provide any additional evidence that isn¿t already covered by the physical sample evaluation. First a gross visual inspection of the q-syte unit found two tears on the top disk, one on the slit and another close to the edge of the top disk. The unit was inspected for column defects where a tear was identified. The damage present is known to cause leakage. The reported issue was confirmed. The septum was further dissected where no damage was found on the bottom disk. Adhesive was not present wicking down the inside of the top body. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. H3 other text : see h10.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd q-syte luer access split septum leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: on (B)(6) 2023, the nurse in the radiotherapy department found qsyte leaking when giving intravenous fluids to the patient, which occurred for 5 times recently. The head nurse hoped to avoid such a situation.